Event description:
It is reported that a customer experienced low blood glucose of 42 mg/dl. The customer was treated for the low blood glucose with food. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with programming the meter on their pump. The customer stated they had low blood glucose because they did not have anything to eat in a while. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.